Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event occurred due to failure of image sensor unit or the board inside the video connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, image blacked out. This event occurred on two monitors. The subject device was used in combination with otv-s190. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event. During an inspection after the surgery, there was noise on the image.